Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented to the ER after received inappropriate high voltage therapy and atp for super ventricular tachycardia. The device initially diagnosed svt but then the av interval reported vt. The device was reprogrammed.